Event description:
Multiple customer complaints for ultilet insulin syringes by boca medical products. The 1cc and 1/2cc syringes. The needles are bent and broken before use, also reported snags with the needles that are intact. Customer showed the syringe. Some came in package with the needle protective cap off. This cannot be sterile. Pt also had numberous problems with blood sugar after using these needles, and sent insulin bottles to lilly for inspection and rec'd letter back from lilly that her insulin was contaminated, most likely from needles. She has been diabetic for years and understands proper technique.